Event description:
While using the dilatation catheter for post stent dilatation the balloon ruptured at 11 atms, while the dilatation catherer was being removed the distal portion of the balloon separated. Attempts to snare the fragment were unsuccessful. The fragment was then stented to the vessel wall. Pt was reportedly in stable condition post procedure.